Event description:
It was reported that the atrial lead was removed as "collateral damage." The atrial lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead in segments was returned, analyzed and no anomalies found. Apparent explant damage was noted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d154awg implantable cardioverter defibrillator: (B)(6) 2007. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.